Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. It was confirmed that the reprocessing was conducted in accordance with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: distal end has a burn, due to wear of the angle wire; the bending angle in the up direction does not meet the standard value, due to wear of angle wire; the play of upward/downward knob is out of the standard value, adhesive on the bending section rubber has a chip, crack, and has a white-clouded area, adhesives around the objective lens and light guide lens has a white-clouded area, the plastic distal end cover has a scratch, connecting tube has a scratch, universal cord has a scratch, protector of universal cord on suction connector and control section side has a scratch, and the image guide protector has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope's forceps get caught during insertion or removal. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.